Manufacturer narrative:
As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A user facility reported image issues during a diagnostic procedure. When the user plugged the scope into the light source, the image was all fuzz and no picture. No patient harm or injuries have been reported. Olympus has attempted to contact the customer and no additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Despite multiple attempts, the device was not returned to olympus for evaluation. While the cause of the reported issue cannot be definitively determined, it is possible that the contact pins on the connector were not fully dry or debris was not removed, preventing the contacts from making a full connection. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction.